Event description:
In the procedure to place a stent in a lesion at lad, a unk guidewire was advanced and a stent was successfully deployed. Thereafter, subject guidewire was used in the lesion to advance through the strut of the deployed stent, however, the guidewire was trapped by the strut of the stent and got stuck. Snare was advanced in the vessel and the guidewire and the stent was removed out. Another stent was delivered and deployed instead. Pt is in good condition and has been released.

Manufacturer narrative:
Investigation of returned devices revealed that the guidewire was badly deformed and broken, stent was bent and also badly deformed, two devices were tangled each other. Sem observation of the guidewire revealed that the core wire was pulled and broken apart, the coil wire and other parts of the guidewire were also found pulled and broken. The breakage of the guidewire was inferred to be due to excessive pulling force applied to the guidewire of which distal end was trapped by the deployment stent. Due to badly tangled and deformed situation of the each device and severe damage of the guidewire, it could not be determined whether the guidewire was entirely removed out from the pt anatomy or any part is left remained in the anatomy. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received.